Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2013-(B)(6); 419488 lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced (B)(6) and a system infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.